Event description:
It was reported that the right ventricular (rv) lead had increased bipolar impedance and now showed high impedance. Decreased bipolar r-waves were noted. The lead remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.